Manufacturer narrative:
Concomitant medical products. Metasul ldh, head, 46, code l, taper 18/20, catalog no# 0100181460 ; lot no# unknown cls spotorno, stem, 125, uncemented, 9.0, taper 12/14, catalog no# 0100295009 ; lot no# unknown. Therapy date : (B)(6) 2017. The manufacturer did not receive devices or x-rays for review. As no lot numbers were provided for the devices, the device history records could not be reviewed. (B)(4). Since this case is related to the issues for which zimmer implemented a corrective action there will be no further investigation. Zimmer¿s reference number of this file is (B)(4).

Event description:
Patient was implanted on the right side and underwent revision surgery due to armd.